Manufacturer narrative:
Manufacturing records including acceptance testing results were checked and found to be conforming to specifications. Since the user found the lot to be conforming upon receipt and the pseudomonas appeared subsequently, the issue may be related to deficient hospital storage procedures. In addition, it is known that trimethoprim/sulfamethoxazole is ineffective against pseudomonas. Return of the device has been requested. Device not yet available. If additional information becomes available, a follow-up report will be submitted.

Event description:
During routine testing of leeches for antibiotic resistance by the user (healthcare facility) at the moment of receipt and after several days of storage, the user detected: -lot conforming to specifications at reception on (B)(6) 2017 (shipping water): . -trimethoprim/sulfamethoxazole-resistant pseudomonas aeruginosa detected during routine retesting of lot on (B)(6) 2017 (hospital storage water). This lot was subsequently used during clinical procedures on multiple patients, who did not suffer adverse consequences, i.e., no infection of operating site.